Event description:
One nursery nurse experienced 2 occurrences of strikethrough in the upper arm area of the gown, in front, between the elbow and the shoulder, when receiving the newborn in a delivery. Another report occurred during a total abdominal hysterectomy, in the center of the chest.